Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause could not be determined although it was caused by excessive external force. As result of confirming instruction manual, it was found that there are sections related to the phenomenon: safety precautions handling and general precautions warning ¿ do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. ¿ do not forcibly hang the angle, operate the angle suddenly, pull or twist it with the angle engaged. Damage to the body cavity, bleeding, or perforation may occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: insufficient angle; partial missing ultrasonic image (missing sound line); lifting of curved rubber adhesive; chipped curved rubber adhesive part; cracked curved rubber adhesive part; floating scope-meihan on actuator; the angle up/down side lock was not working; the light guide cover glass was scratched; the universal cord was wrinkled; the air/water cylinder paint was peeling; scratches on the scope cover; the objective lens was scratched; the objective lens was chipped; and there were scratches on the image guide snake tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a scratch on the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, it was not possible to further presume the cause of the suggested event from the information obtained in this investigation. As result of confirming instruction manual, it was found that there are sections related to the phenomenon: instructions: evis lucera ultrasound gastrovideoscope. Olympus gf type uct260. Important information - please read before use: [warning] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.